Manufacturer narrative:
According to the investigation the root cause for the failure mode is that the mixing motor under certain conditions may take too long to reach a stable speed. The flexq module was replaced to correct this.

Manufacturer narrative:
Datalogs have been collected and the flexq module has been replaced for further investigation.

Event description:
A customer complained of experiencing error 883 (mixer error) when running samples in flexq despite that the flexq module was replaced on their abl800 flex analyzer by a field service engineer in february. Furthermore, the customer informed of data where they previously had discrepant hb results without error 883. The customer informed, that they do a run 26 samples from one patient within 30 minutes. The samples are drawn because they are investigating the bloodflow through the intenstine of the patient. There is given no fluid or blood during the examination and the patient is not bleeding either. Therefore, all the hb measurements are supposed to be identical on all the 26 samples drawn. The data provided by the customer, contains data back from (B)(6) 2021, with discrepant hb results from one of these patients. All samples where placed in flexq and one of measurement results gave no result and flagged error 883. Four of the hb measurement results were considered as discrepant hb results: 10,1 mmol/l, 10,5 mmol/l, 8,4 mmol/l, 8,2 mmol/l. The routine hb values for this patient were 6,1 mmol/l (arterial) and 6,2 mmol/l (venous).